Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Revision right hip. Trident cup, liner and ball removed. Patient is a recurrent dislocator.

Manufacturer narrative:
An event regarding dislocation involving an unknown trident shell was reported. The event was confirmed following a review of medical records by a clinical consultant. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant noted: the fact that this second dislocation was in posterior direction, while the first dislocation was in anterior direction further suggests that component position was not an underlying problem because component malposition always leads to dislocations in one direction. From this information, we may deduce that a major contributing factor to the recurrent dislocation was the patient-related factor of trauma in addition to possible prior existent factors related to suboptimal muscle balance as caused by the prior altr condition. Conclusions: a review by a clinical consultant concluded: as such is root cause of failure quite likely an adverse mix of patient-related factors regarding trauma to the hip as principal failure cause with possibly additional procedure related factors of suboptimal muscle balance as caused by prior altr problems but is certainly not device-related. Availability of x-rays might further clarify some implicated aspects. Further information such as device details, return of device and x-rays, are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Revision right hip. Trident cup, liner and ball removed. Patient is a recurrent dislocator.